Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the plan was to continue monitoring the system. It was also noted that the patient had a left ventricular assist device. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead delivered an inappropriate shock which accelerated the patient's rhythm. Another shock was delivered and converted the rhythm. It was also noted that the system exhibited potential undersensing, a rise in shock impedance measurements, and low out of range pace impedance measurements. The patient had hyperkalemia, which boston scientific technical services discussed may have had an impact on sensing. The plan was to discuss further with the physician. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this patient presented to the emergency room with ventricular fibrillation (vf). It was noted that the device was undersensing and was pacing into vf. The leads exhibited low out of range pace impedance measurements. The patient had received 11 shocks and their rhythm was not converted. A revision procedure took place and the right ventricular (rv) lead pace sense portion was capped and an additional rv pace sense lead was placed. A subcutaneous lead was also placed. Defibrillation threshold (dft) testing was successful. The device remains in service. No additional adverse patient effects were reported.